Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returne.d

Event description:
It was reported that the basal rate was supposed to be 0.4; however, the screen displayed 0.3. Reportedly, while the customer was switching the profile basal rates, the customer did not complete the change for the night time settings. Blood glucose was 158 mg/dl. The customer successfully updated the setting.